Event description:
Mr (B)(6) head of the theatre reported to our medical device advisor (B)(4) that he was observing a surgery procedure. During this he observed that the patella clamp closes no longer. A replacement was available. There was no delay. The surgery was successfully completed.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.